Event description:
The product was used during an unspecified vascular procedure. The suture broke. The surgeon used another suture to complete the procedure. No pt injury reported.

Manufacturer narrative:
Upon evaluation we determined that the suture strand was separated.